Manufacturer narrative:
The subject was returned to olympus (B)(6) but has not returned to omsc. Olympus (B)(6) checked the subject device for the evaluation. It was found the camera cable break which caused no image. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of olympus (B)(6), omsc surmised there was the possibility this phenomenon was attributed to the communication failure between the subject device and the video processor due to the camera cable failure. Also the camera cable failure might be attributed to the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for the repair at olympus china, it was found there was no image of the subject device. There was no patient injury associated with this report.